Event description:
It was reported that prior to the attempt to insert the guide wire into the rotating hemostatic valve (rhv) the tip of the whisper guide wire looked stretched. During insertion of the guide wire into the rotating hemostatic valve the whisper guide wire tip separated. The guide wire did not enter the anatomy. There was no resistance reported during removal of the guide wire from the dispenser coil. A new guide wire was used to continue the case. No clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned. The reported stretched tip was unable to be confirmed although the tip separation was confirmed. Based on the visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other incidents for detachment of the device component and/or stretched tip coils reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It should be noted that the whisper ms instruction for use states: prior to the interventional procedure, examine carefully all equipment to be used, including the interventional device, for defects. Do not use any defective equipment.